Event description:
It was reported during a laparoscopic cholecystectomy while using an er320 from the fdc32 (lot #k48t7d)laparoscopic cholecystectomy tray the instrument was fired to load the first clip. There seemed to be no problem with the first and second clips that were fired, however as the surgeon went to fire the third clip it fell from the applier unformed. The instrument dropped three to four more clips (completely unformed). Another er320 was opened to complete the case. There was no consequence to the patient.